Event description:
Reporter indicated that pt's device was programmed to off due to shortness of breath. Pt initially reported episodes of shortness of breath approximately one week after a parameter increase. Follow-up with treating neurologist revealed that the pt had problem with allergies and that the shortness of breath was not related to the vns. Device output current was reduced from 2.0ma to 1.75ma at that time. Device output current was reduced further three days later (from 1.75ma to 1.50ma along with a reduction in pulse width (from 250 to 130) as the pt continued to complain of shortness of breath, mostly in the middle of the night. It was later reported that the pt's device was programmed to off due to approximately 50 spells of shortness of breath in the last month. The pt had reportedly experienced spells of gasping, shortness of breath, feeling of breath being taken away and a choking feeling. These symptoms were occurring mostly at night, but had begun to occur during the day as well. It was reported that the pt had no upper respiratory or allergy symptoms at the time that the device was programmed to off.